Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in the hospital where they had been long term due to several health issues, a single undersensed ventricular event due to a poorly timed atrial pace event was observed. No programming changes were made. The patient was in stable condition throughout the interrogation and will continue to be monitored regularly.